Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. They reported n/a to cause and likely contributions of not feeling stimulation. The steps in resolving the shocking was that patient stated turned ins off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they hated that they had the stimulation sensation only in their back side and never in the front. The patient further clarified they mean they felt the stimulation in the anus area which they confirmed was their bike-seat region and they said that when the stimulation bothered them it was very annoying and that other times they did not feel it. The patient stated about 6 weeks ago initially but also said it was maybe 3-4 months ago, they started having leaking of their bowel which was a new development and they talked to their managing health care provider (hcp) as well as a "gastro guy" about it because the patient thought there might be something wrong gastrointestinal. The patient stated they did blood work to check if their hemoglobin levels were low because that could have been causing it however their levels were not low. The patient stated it wasn't like they "ate a bunch of fruit" that it started happening and stated they didn't know why it was happening. The patient stated that while it was helping their bladder a little, (because they could run, walk cough sneeze and not have an issue) they couldn't really tell if they were getting a 50% or greater relief in their symptoms because of all they were doing: the patient stated they've been bulking and taking 2 pills of myrbetriq of 150 mg and 125 mg a day but the bulking was getting close to being done every 3-4 months and the hcp told them they should only be doing it once a year so they did a urethra sling about 4-5 months ago and now since a month ago they've been having episodes in the morning where they even hear water when they're brushing their teeth and they're drenched. The patient stated they couldn't hold it for a minute. The patient also stated they haven't had bladder infections for years but they'd started getting them again in the time after they got the sling and that their doctor had wanted to give them botox but they couldn't have botox because they had a bladder infection. The patient had initially called to inquire about if their ins was off for an upcoming rescheduled MRI appointment tonight of their brain. The patient stated they always walked through security at the airport and didn't have an issue. Patient services reviewed the 3037 programmer with the patient and the patient was able to connect to their settings and confirm the ins was off. The patient stated they were going to leave the ins off for a bit before the scan and monitor their symptoms to see how they responded with the ins off. The patient also stated they would continue to follow up with their hcp about their bowel leakage and bladder concerns. Additional information was received on 2023-jun-08, caller called back to review MRI guidelines and reported that they could not have an MRI tuesday because the facility did not have a t/r head coil, caller asked where to find one. Reviewed that may have to call around, as we do not have listings of MRI centers. The caller reports that they have had their therapy off for a while and didn't notice much change, other than that when they urinate, it is only a trickle and urinate very little, they also report that when they wake up in the morning they hear water and are suddenly drenched with urine. The caller asked if it could be related to the therapy being off. Reviewed potentially. Helped caller turn therapy on, caller reiterated that they hate the feeling of the therapy and reported that it feels like thumping or a magnetic shock. Helped caller decrease to a comfortable level. The caller reiterated that they are on mybetriq, had injections, and have had 2 bladder infections in one month and just finished some anti-biotics. Reviewed that those are all variables that may impact symptoms and to consult an hcp.